Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. It was also noted that high outputs were set on the device. The device was explanted and replaced. The left ventricular lead had high threshold measurements. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.